Event description:
Robotic ovarian cystectomy - "what appears to be our guidebead from our cd001, was left in a patient approximately a year ago during a robotic assisted ovarian cystectomy. Today this was removed from the same patient at (B)(6) by the same physician, dr (B)(6). Actual guidebead removed has been requested to be submitted to applied medical. I have yet to get a response for that request. Lot# not available. Photos of todays procedure showing guidebead accompany this cer." Intervention - "guidebead was removed surgically on (B)(6) 2014. It was communicated by representative of the masc that the patient was "fine" and in "good spirits" regarding the issue."

Manufacturer narrative:
Investigation summary: the event unit was not returned for evaluation; however, pictures of the device component were provided. Upon inspection, it appears that the tissue bag may have torn at the proximal end due to contact between the tissue bag and sharp instrumentation, which allowed the bead and portion of the bag to separate from the string. All inzii retrieval bags undergo 100% visual inspection during the manufacturing process. The exact order of events that led to the tissue bag tear remains unknown; however, it likely that the tissue bag was cut by a sharp instrument. The instructions for use (IFU) state, "care should be taken to avoid contact of the bag with sharp instruments, morcellators, cutting devices, and electrosurgical and laser instruments." This document represents our final report.

Manufacturer narrative:
No product is being returned for evaluation and no lot # has been provided to manufacturer. A final report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.